Event description:
It was reported via repair work order that the brakes would disengage after being set due to loose big wheel carriage bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.